Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Subsequently, this right ventricular lead was surgically abandoned. Another rv lead was implanted; no adverse patient effects were reported.

Event description:
Boston scientific received information that this device system detected a shock impedance measurement spiking to 125 ohms. Due to the patient's age and health condition, further device testing was not performed. A chest xray was performed and no indication of a lead issue was observed. The patient's physician elected to continue to monitor the device system. To date, no adverse patient effects were reported as a result of this clinical observation.